Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. The procedure was completed. The needle piece was identified under fluoroscopy and retrieved from the patient. There were no patient complications.